Event description:
It was reported that during an angioplasty procedure, an atherotome was found lifted from the cutting balloon surface during withdrawal. The lesion being treated was in an "upper extremity" venous / dialysis location. The cutting balloon was inflated once to unknown atms. During removal, the atherotome caught on the sheath (manufacturer unknown) and was lifted from the balloon surface, however, it remained partially attached. The procedure was completed with this device, and no pt complications were reported. Pt status was reported as 'fine'.